Event description:
It was reported the device was used during a low anterior resection. It was reported the device misfired. Another device was used to complete the case. There were no further complications to the patient.